Event description:
It was reported by the end user 's mother that he used the skin barrier twice, but he reacted under the appliance. He has a sensitive skin and did a patch test with a piece of the tape on his inner thigh and he did react there as well. She said he had reacted to other company¿s appliances as well. Also, reported that he developed red, blistery skin that was weeping and had to be put on antibiotics as he developed an infection and used a wound cleanser and inhaler on the skin to heal it up. Switched to a other company's two - piece product and after changing two appliances at three days intervals, the irritation resolved. No photo is available at this time.

Manufacturer narrative:
Device 1 of 2. E1- complainant street address: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.